Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the section labeled averse events: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. A supplemental report will be submitted if additional information is obtained regarding implant placement, pt treatment and if a sample is received for evaluation. (B)(4).

Event description:
It was discovered upon gynecological examination by the pt's physician that the anchor and the sling were not secured in the obturator membrane. The anchor and sling weer exposed inside the pt's vagina. The 2cm of the mesh was still attached in the anchor. The pt's physician excised all of the exposed mesh and anchor from the vagina.